Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connectors were cracking repeatedly. The epg was previously sent in for repair for the same issue. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that external pulse generator (epg) output connector assembly was broken. It was also indicated that the case and hanger assembly were broken. It was also indicated that the display wires were pinched and wire was exposed. It was also indicated that the main seal was pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.